Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The anesthesia control board (acb) was recommended for replacement to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.